Event description:
It was reported that the camera head exhibited blurred and distorted screen. The issue occurred during preparation for a plasma electromy therapeutic procedure. The procedure was completed using similar device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and reported problem was confirmed. Based on the results of the investigation results, a definitive root cause could not be established but the most probable root cause of problem are faulty cable which is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited blurred and distorted screen. The issue occurred during preparation for a therapeutic plasma electromy procedure. The procedure was completed using similar device. The device was inspected prior to use. There was no report of patient harm.